Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 31mm mitral pericardial valve is being evaluated for a valve-in-valve procedure after an implant duration of 11 years due to unknown reason.

Manufacturer narrative:
H10: additional manufacturer narrative: h11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 31mm 6900ptfx mitral pericardial valve is being evaluated for a valve-in-valve procedure after an implant duration of 11 years due to valve degeneration leading to severe mitral stenosis and restricted leaflet mobility. There was no indication from the physician that surgical valve prematurely failed or malfunctioned.